Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one severely bent grip causing them to be misaligned. The grips were not found to be cracked. There was a 2.43 mm offset at the tips. The instrument was found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.1875¿ x 0.0680¿ in size. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver tip of the tip of instrument bent, the tine that is bent is also smooth. The procedure was completed with no reported injury.